Event description:
CUSTOMER REPORTED AN RH DISCREPANCY ON THE GALILEO, WHEN THEY WERE PERFORMING REFLEXABO ASSAY ON A DONOR SAMPLE. RH POSITIVE RESULTS WERE OBSERVED ON A ON A DONOR HISTORICALLY RH NEGATIVE. UNEXPECTED RESULTS WERE OBSERVED ON BOTH GALILEOS.

Manufacturer narrative:
"ReflexABO testing performed on an in-house Galileo with in-house donor samples of various ABO/Rh types and customer'sreturned sample. All in-house donor samples typed as expected. The customer's sample was nonreactive with the Anti-D andwas interpreted as Group A, D Pending.The returned sample exhibited 2+ hemolysis; therefore, weak D testing using Capture-R Select was not performed. Hemagglutination tube testing was performed with customer's returned sample using various manufacturers' Anti-D reagentsincluding returned and retention Anti-D Series 4, lot 504697. The sample was nonreactive with all Anti-D reagents tested."